Event description:
It was reported the handpiece was set aside from a case, because it was either self-activating or giving unk error codes after testing.

Manufacturer narrative:
Eval summary: the hp054 hand piece was returned with a loose mount and the nose cone cracked. The hand piece was disassembled, a collapsed/torn acoustic isolator and evidence of moisture ingress were found in the instrument. The batch history records were reviewed with no anomalies noted during the mfg process.